Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control). Nurse stated that the pads do not feel cold, flow rate was 2.8 l/m, patient temperature was 37.4c, target temperature was 36c and water temperature was 17.6c. Nurse stated that the system diagnostics showed outlet monitor temperature (t1) was 7.2c, outlet control temperature (t2) was 7.5c, inlet temperature (t3) was 8.7c, chiller temperature (t4) was 3.7c, water flow rate was 2.8 l/m, inlet pressure was -7 psi, circulation pump command was 82 percent, mixing pump command was 100 percent, heater was 0, water reservoir level was 4, system hours were 3542.2 and pump hours were 3187.3. Nurse stated that the patient was on a different device earlier that was also unable to cool and gave the same alert. Mss tried to troubleshoot second device, but nurse could not locate it. Advised nurse to send both devices to biomed for service with alert 113 (reduced water temperature control) notated. They did not have any other devices available. Nurse would speak to cardiologist about alternate method of cooling.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. Alert 113 for reduced water temperature control. Nurse stated that the system diagnostics showed outlet monitor temperature (t1) was 7.2c, outlet control temperature (t2) was 7.5c, inlet temperature (t3) was 8.7c, chiller temperature (t4) was 3.7c, water flow rate was 2.8 l/m, inlet pressure was -7 psi, circulation pump command was 82 percent, mixing pump command was 100 percent, heater was 0, water reservoir level was 4, system hours were 3542.2 and pump hours were 3187.3. Nurse stated that the patient was on a different device earlier that was also unable to cool and gave the same alert. Mss advised nurse to send both devices to biomed for service with alert 113 (reduced water temperature control) notated. They did not have any other devices available. Nurse would speak to cardiologist about alternate method of cooling. Per follow-up information received, nurse stated that both devices were sent to biomed confirmed serial numbers. Nurse did not have further information on devices. There were no reported injuries and patient was able to complete therapy using a different device they were able to borrow with no issues. Biomed sent in data files showing the device had a failed mixing pump. Biomed requested the part no. And stated that the pump will be replaced onsite. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The DHR is not required since reported issue was confirmed through other elements of the investigation to not be manufacturing related. A labelling review is not required since reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control). Nurse stated that the pads do not feel cold, flow rate was 2.8 l/m, patient temperature was 37.4c, target temperature was 36c and water temperature was 17.6c. Nurse stated that the system diagnostics showed outlet monitor temperature (t1) was 7.2c, outlet control temperature (t2) was 7.5c, inlet temperature (t3) was 8.7c, chiller temperature (t4) was 3.7c, water flow rate was 2.8 l/m, inlet pressure was -7 psi, circulation pump command was 82 percent, mixing pump command was 100 percent, heater was 0, water reservoir level was 4, system hours were 3542.2 and pump hours were 3187.3. Nurse stated that the patient was on a different device earlier that was also unable to cool and gave the same alert. Mss tried to troubleshoot second device, but nurse could not locate it. Advised nurse to send both devices to biomed for service with alert 113 (reduced water temperature control) notated. They did not have any other devices available. Nurse would speak to cardiologist about alternate method of cooling. Per follow-up via phone on 18may2022, nurse stated that both devices were sent to biomed confirmed serial numbers: (B)(6). Nurse did not have further information on devices. There were no reported injuries and patient was able to complete therapy using a different device they were able to borrow with no issues.